Event description:
The user facility reported a (B)(6) male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient had a visible hematoma forming around the impella access site of the left groin during the pci (percutaneous coronary intervention). After the peel away sheath was removed, the groin was bleeding and md attempted to place repositioning sheath. In an effort to stop the bleeding, the md inserted the end of the blue suture hub into the patient to ¿plug the hole¿. When that didn¿t work to control the bleeding, the md opted to explant pump. A 0.35 wire was placed in the access port of the repositioning sheath and pump was explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.